Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number provided is not a valid number. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staple is jamming.

Event description:
The staple is jamming.

Manufacturer narrative:
(B)(4). Report 3003898360-2021-00312 was submitted in error. The report is to be retracted. Corrected data: report 3003898360-2021-00312 was submitted in error.